Event description:
/Eighteen months after the index procedure, a follow-up-coronary angiogram revealed in-stent restenosis in both of the implanted cyphers. To treat the restenosis, the patient received a directional coronary angioplasty, a cutting balloon angioplasty procedure. The procedure was completed with a residual stenosis of 20%.